Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (con). It was reported that the patient called back stated that it worked one time and it never worked again. The agent assisted the patient to connect again to myptm (patient therapy manager) and saw not found. The patient restarted the communicator and was able to connect and deliver bolus successfully. The patient said that it only connected when they called. The patient reviewed information. The patient would call back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid (hydromorphone) for non-malignant pain. It was reported that the patient reported they were having a lot of trouble with the patient therapy manager (ptm) since they got the new handset and communicator maybe a month ago (B)(6) 2026. The patient stated the ptm only works about 20% of the time and they can't give herself a bolus. The patient reported the ptm was very finicky about where the communicator was on the handset and they had to have it in the exact right spot and it took a long time to find the implant since they received the new controller. The patient services assisted the patient with closing out of all running applications. The agent assisted the patient with clearing the data on the handset. The patient service asked the patient to connect with communicator and handset and the patient sa ID they were able to connect and deliver a bolus. The agent asked the patient if they had any falls or trauma and the patient stated no. The agent asked if the patient get codes or message when the device was not connecting and patient said no, the problem happened in the middle of the night. The patient mentioned they were going to see her healthcare provider tomorrow (B)(6) 2026. The agent reviewed device function and recommend the patient to monitor the device and call the patient service for assistance if necessary. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their healthcare provider to further address the issue. It was reported that the patient allowed 4 bolus per day.